Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was used to release the device from the tissue tract. The clip delivered and achieved hemostasis successfully. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.